Event description:
Complaint received that alleges "cricket splint applied in theaters at (B)(6) which caused deep tissue injury to patients achilles area". Product not received for evaluation or review. No additional information received from patient, and/or clinician regarding additional details of incident. Complaint did not indicate event caused or contributed to permanent impairment, injury or death.